Event description:
On (B)(6) 2011, the surgeon performed a left si joint fusion using three ifuse implants. The pt had some improvement in his low-back buttock and groin pain post-operatively. However, after 2 months, his symptoms began to worsen. A CT scan showed that the dorsal aspect of the sacrum was hypoplastic. The second implant was short, barely crossing the joint, and the third implant (most caudal) did not fully cross the joint into the sacrum, and was positioned with the leading tip of the implant within the ligamentous complex. On (B)(6) 2011, the surgeon performed a revision surgery to place a 4th ifuse implant anterior to the existing ifuse implants one and two. He then advanced the 2nd and 3rd implants so that they were across the joint. The pt had reasonable improvement in his buttock, and groin pain post operatively, the pt's pain slowly worsened over the next several months. Work up included eval of the right si joint. The pt had a right si joint diagnostic injection. This was positive for reduction of both the right sided and more importantly was positive for reduction of the pt's left sided buttock and groin pain. On (B)(6) 2012, the surgeon performed a right si joint arthrodesis utilizing the ifuse implant system. The pt had excellent relief, both the severe left sided buttock groin and testicular symptoms, as well as improvement in the right sided si joint pain complaints.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant.